Event description:
The customer reported that the c-arm was difficult to steer. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge representative evaluated the system and replaced the caster plate assembly. The system operates as intended.